Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the nozzle clogged with foreign material could not be identified. The specific root cause of the foreign matter being stuck in the nozzle could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the air/water channel of the evis exera iii colonovideoscope was damaged. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in evaluation found the flexibility adjustment ring was scratched, there was a gap between the color ring and protector of the control section, the scope cover was shaved, the air/water cylinder and suction cylinder were discolored, the switch box was scratched, the light guide cover was scratched, the plug unit was scratched, the scope case unit was scratched, air supply volume did not meet standard value due to clogging of the air/water tube, water supply volume did not meet standard value due to clogging of the nozzle, the play of the up/down and right/left knobs were out of standard value due to wear of the angle wire, the scope connector cover had a dent, the objective lens was scratched, the light guide lens was cracked, the connecting tube was scratched, and the universal cord was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.